Event description:
Raytec from the minor pack was shedding. During a surgery the shedding material got in the surgical site. A few weeks later raytec sponges opened onto sterile field and noted to be frayed, so immediately taken off the sterile field. Per one of our surgeons, he is not using the raytecs because they separate and particles fall into the cavity or on the skin; he states it is a safety concern. Per a scrub tech, the raytec particles separate from the sponge.